Event description:
A user facility biomedical technician (bmt) stated the facility staff reported the machine powered down and there was smoke and burning smell coming from the power supply. The bmt stated one of the fuses on the power control board was burned up, and a popping sound occurred when powering the machine back on and there was damage behind one of the capacitors. Upon follow-up, the bmt stated the machine powered down during preventative maintenance and confirmed there was no smoke, spark, or flame noted as a result of the reported event. The bmt stated the power supply was burnt along with one of the fuses and the power supply was replaced. The bmt stated the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt confirmed the machine had around 30,000 hours. There was no patient involvement, patient harm, or adverse event reported. Preventative maintenance was performed and the machine was returned to service without further issue. It was reported the replaced component was discarded and was no longer available for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. Inspection of the received power supply found scorch marks on the rear panel near the fan. There was no burn damage to the fuses or near capacitors as reported. A loud pop noise was heard and a spark came from the power supply when attempting to power on a test machine with the received power supply installed. A burn smell did not occur. The failure was traced to a shorted fan. After the fan was removed, arc marks were found on the fan that corresponded with arc marks on the rear panel. Thermal damage was also found on the fan¿s cable connector. Replaced the fan with a known good fan. The test machine powered on a second time without alarm or failure. The test machine completed a self-test program without alarm or failure. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician (bmt) stated the facility staff reported the machine powered down and there was smoke and burning smell coming from the power supply. The bmt stated one of the fuses on the power control board was burned up, and a popping sound occurred when powering the machine back on and there was damage behind one of the capacitors. Upon follow-up, the bmt stated the machine powered down during preventative maintenance and confirmed there was no smoke, spark, or flame noted as a result of the reported event. The bmt stated the power supply was burnt along with one of the fuses and the power supply was replaced. The bmt stated the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt confirmed the machine had around 30,000 hours. There was no patient involvement, patient harm, or adverse event reported. Preventative maintenance was performed and the machine was returned to service without further issue. It was reported the replaced component was discarded and was no longer available for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.